Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 06 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-ghc-24-05424. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, "I've been very disappointed with the compression feature. Even though there is a manual setting, there is no way to manually increase or decrease the tension in the compression. The compression is painfully intense at medium and the jacket continues to push harder and harder, never reaching its goal. Two nights ago, it caused me so much pain that I wound up in the emergency room (ER) with neck spasms. But from my perspective the shoulder jacket piece is defective because it's unable to detect how much pressure it is placing on my surgical repairs. ". Per additional information received on 23oct2024, patient is post-right rotator cuff surgery. After 4-5 days of sitting and sleeping in recliner, patient felt tremendous pressure, strain, and spasms on his neck and was unable swallow or turn his head without severe pain. He went to emergency room (ER) and received muscle relaxers which helped quickly. Patient feels that the wrap did not come with enough instructions on getting the velcro exactly right to avoid the excess compression on surgical sites. Patient was reported to be feeling much better now.